Event description:
It was reported that the surgeon placed the on-q pump during a gastrectomy with one regular catheter and one soaker catheter. The pump was installed following the manufacturers instructions. In 2001, it was reported to the rep that the patient had developed a very serious infection that appeared to have originated at the on-q point of entry. The device had been in place for about 4 days. The patient developed a severe infection and dehisence resulting in eviseration. The patient had to be re-operated on again and is currently in the hospital with serious infections. The device was discarded.

Event description:
It was reported that the surgeon placed the on-q pump during a gastrectomy with one regular catheter and one soaker catheter. The pump was installed following the manufacturers instructions. In 2001, it was reported to the rep that the patient had developed a very serious infection that appeared to have originated at the on-q point of entry. The device had been in place for about 4 days. The patient developed a severe infection and dehisence resulting in eviseration. The patient had to be re-operated on again and is currently in the hospital with serious infections. The device was discarded.

Event description:
It was reported that the surgeon placed the on-q pump during a gastrectomy with one regular catheter and one soaker catheter. The pump was installed following the manufacturers instructions. In 2001, it was reported to the rep that the patient had developed a very serious infection that appeared to have originated at the on-q point of entry. The device had been in place for about 4 days. The patient developed a severe infection and dehisence resulting in eviseration. The patient had to be re-operated on again and is currently in the hospital with serious infections. The device was discarded.